Manufacturer narrative:
The reported error message is not a recognized message. The device was returned to zoll medical australia for evaluation. The device was testing without producing any faults. The device was returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "use pads" message while performing a self test. Complainant indicated that there was no patient involvement in the reported malfunction.